Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the keypads on three pcus were replaced. No further information is available.

Manufacturer narrative:
The customer reported complaint of the keypad being replaced was evaluated. The keypads were confirmed to have faulty system on keys and nonfunctioning ac indicator lights. The front case keypads were returned inside a plastic bag. The serial numbers were written on the front display screens suspected to be from the pcus from which they were removed. All parts inspected are manufactured by bd. External and internal inspection were performed. During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypads were in good condition with no issues observed. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported that the keypads on three pcus were replaced. No further information is available.